Manufacturer narrative:
Eval results: lead was severely kinked with all wires broken. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2011-02827. The pt received her scs system on (B)(6) 2006. It was reported that the pt's lead was replaced due to a lead fracture. The issue was resolved after the revision procedure. No additional info is available at this time.